Event description:
The user facility reported that during a percutaneous nephrostomy procedure, the wire was put through a metal needle. It was not noticed that the guidewire was "unravelled from the mid section" until after the wire was removed from the pt. There was no resistance encountered during the procedure. The entire wire with coating was removed from the pt as a unit. Nothing detached inside the pt. Another wire was used to successfully complete the procedure. There were no pt complications and the pt is reported as "fine".